Manufacturer narrative:
(B)(4). Date sent 10/3/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "did not fire completely"? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? If yes, was the staple line complete? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device did not fire completely despite the donuts being intact prof informed the staff that there was still a leak, otherwise the case went well. Unsure if there were any patient consequences. Unsure if the surgery was prolonged due to the event.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. Additional information was requested, and the following was obtained: please provide more details for "did not fire completely"? In conversation with the surgeon he informed that the stapler did fire properly, there was no issue with firing the device and completing the firing sequency. Was the firing sequence started but not completed? No if yes: did the device deliver any staples? Yes, all of them. If yes, were the staples formed properly? Surgeon reports that they were visually properly formed. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? If yes, was the staple line complete? Yes. How was the leak controlled? Opened a new circular stapler. Did the patient have to have additional surgery to control the leak? No. Could you please clarify if there were any patient consequences? None reported. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None reported. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.